Manufacturer narrative:
The device was not returned for testing. Therefore boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient who has a psychiatric disorder was lost to follow up. Device evaluation noted that end of life (eol) had been declared in (B)(6) 2010 and the device had re-entered storage mode in (B)(6) 2011. The device was explanted and replaced without further incident. There were no indications from all involved parties that the device did not perform as expected.